Event description:
It was reported by the customer that during PICC line insertion, the pull tab used to connect the 3cg system to the sherlock¿ chest plate was stripped of its plastic protective coating, resulting in exposed wire. The faulty wire was not connected to the sherlock chest plate. The device issue resulted in a delay of treatment. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged 3cg stylet is confirmed; however, the exact cause is unknown. One 3cg stiffening stylet was returned for evaluation. An initial visual observation revealed the stylet white tether appeared to be torn leaving the internal wires were exposed. The stylet was observed to be bent proximal to the septum and some use residue was observed. A microscopic observation revealed a longitudinal tear of the white tether with rough and irregular fracture surfaces and edges. A smaller tear on the tether proximal to the main damage was also observed. The observed damage can be caused by extending the tether without previously removing the white clip placed during assembling of the device; however, without further details, there were no distinguishing features in the returned sample which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.